Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use current pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose.